Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review was performed for the reported lots. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector was occluded. The following information was received by the initial reporter with the verbatim: from the ed 10/14/23 (5) mp5301c would not flush lots: (3) 23089183. (1) 22089075. (1) 22079432. From the ed 9/11 mp5301c wouldn¿t flush (1) 23069297. From the ed 9/18/23 mpp 5301c wouldn¿t flush or draw (1) 23067297. From med/surg mp5301c doesn¿t prime (1) 22079432. Mp5301c just listed as faulty (1) 23049109.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.